Manufacturer narrative:
Device received with all buttons responding properly. However corroded electronic assembly and corroded motor assembly noted during visual inspection. No unlocked keypad connector noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a keypad anomaly. The battery was replaced but the buttons do not work anymore. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will be returned for analysis.